Manufacturer narrative:
The connector set for cannulae, lot 00116205, on the patient at the time of the event was in use from (B)(6) 2022 (93 days). We have reviewed the production records of the excor connector set, lot 00116205 and lot was produced according to our specification.

Event description:
Berlin heart, gmbh was notified by the site that during a connecting set change, a small amount of blood ( less than 2 mls ) was observed during the final cable tie removal. The connecting set was being exchanged due to thrombus. The side cutters were kept in the same position to provide slight pressure for prevention of further blood loss. A sterile field was prepared, the lvad blood pump was paused, and the affected connecting set was exchanged without untoward effect to the patient. Upon removal, a small longitudinal slit was seen (approx. 3 mm) at the position of the cable tie. Of note, the cable ties were being removed with the side cutters. The clinic disposed of the effected connecting set tubing, therefore, the product is not available for further investigation.